Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). The consumer reported that she had not had the implant checked for a long time. The patient felt like the implantable neurostimulator (ins) moved a bit. It was not all the time but when the patient went to bed at night, it started to hurt. It was hard to describe. She had to move around to get a better position and she had been taking advil for the pain. The patient did not know if the pain she was feeling was from the ins but it went through her back down through the groin of her right leg. When she was asked if it was the stimulation the patient felt was uncomfortable, she said it was not. She was always able to feel where the ins was located but it felt like the ins was in a different spot and it concerned her because it was along the patient¿s spine sort of straight across from it. She felt a bumpy rash but she could not see it. She was also not sure if the rash was in anyway related to the ins. Additional information indicated there was itchiness and pain at the ins site and the rash was to the right of the spine. There was troubleshooting/ intervention at the lead and ins site. The issues started in (B)(6) 2016. There was no fall, trauma, medical test or electromagnetic interference related to this event. The patient also wanted instructions on how to use the patient programmer as she had not used it for over a year. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
(B)(4) should be omitted as they are no longer applicable.

Event description:
Additional information was received from a patient. It was reported the patient had been diagnosed with shingles near the spine area about the same level as the device. The shingles had nothing to do with the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.